Manufacturer narrative:
(B)(4).

Event description:
It was reported that rf telemetry issue was noted via merlin.net transmission. An attempt to connect with rf telemetry via merlin.net failed, but was successful with the wand. Review of the session records revealed that fr was not functioning. Performing a firmware download was suggested. Further actions will be discussed with the physician.